Event description:
A renegade hi flo catheter was used for therapeutic purposes. During the procedure, a leak was noted at the hub of the catheter. The procedure was completed without complication or intervention.

Manufacturer narrative:
This device has been evaluated by the MFR. As rec'd, the braid was not damaged. The leak was confirmed at this position. Kinks were found at 7cm, 8cm and 56cm from the distal end. Blood was visible inside the catheter shaft. The unit passed dimensional inspection. A .018" guide wire could not be inserted from the hub due to the breakage. It was then attempted to advance the guide wire through the distal tip but it got stuck into the distal shaft due the presence of dry blood. The device history record has been reviewed and no issues or discrepancies were found which could potentialy relate to this complaint. Conclusions: the leak was confirmed at a kink position under the strain relief. One possible root cause of the presence of kinks along the catheter may be a bad handling of the unit during the procedure. Excessive force was possibly applied during the procedure, causing the catheter to break. No corrective action will be implemented as a definitive root cause was not identified.